Manufacturer narrative:
The reported issue with failing pre-use check test has been confirmed during evaluation of received problem description. Provided pictures confirm the presence of water/corrosion in the air gas module. Our fse was on site to investigate the issue and found out that there was a large amount of water inside the air gas module. However, the customer rejected our repair offer hence there is no further information on how or if the issue has been resolved.

Event description:
Manufacturer's ref.#: (B)(4).

Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref #: (B)(4).